Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure on (B)(6) 2010 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2015. Quality-safety evaluation of ptc received on 16-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), endometritis ('infection (type: endometritis)') and genital haemorrhage ('heavy and irregular bleeding') in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and yasmin. Concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), estradiol, sertraline hydrochloride (zoloft), topiramate and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (ablation and she underwent hysterectomy and pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia, dysmenorrhoea, fatigue and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 1245136 manufacture date: jul-2010 expiration date: 2013-06. Lot number: 748469 manufacture date: 2010-06 expiration date: 2013-06. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: dyspareunia, abdominal pain lower, allergy to metals, dysmenorrhoea, headache, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: plaintiff fact sheet received. Events added from pfs- headache, fatigue. Reporter information were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), endometritis ('infection (type: endometritis)') and genital haemorrhage ('heavy and irregular bleeding') in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and yasmin. Concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), estradiol, sertraline hydrochloride (zoloft), topiramate and vitamin d nos (vitamin d). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (ablation and she underwent hysterectomy and pelvic surgery). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Lot number: 1245136 manufacture date: jul-2010 expiration date: 2013-06. Lot number: 748469 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) (MFR# 2951250-2019-10902) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal hemorrhage ('abnormal bleeding (vaginal)') and endometritis ('infection (type: endometritis)') in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and yasmin. Concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), estradiol, sertraline hydrochloride (zoloft), topiramate and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), headache ("headaches") and abdominal distension ("I feel bloated often too"). The patient was treated with surgery (ablation and she underwent hysterectomy and pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal hemorrhage, endometritis, genital hemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia, dysmenorrhoea, fatigue, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital hemorrhage, headache, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 1245136 manufacture date: jul-2010 expiration date: 2013-06. Lot number: 748469 manufacture date: 2010-06 expiration date: 2013-06. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: dyspareunia, abdominal pain lower, allergy to metals, dysmenorrhoea, headache, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: social media received- new event bloating was added. Reporters information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and endometritis ('infection (type: endometritis)') in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and yasmin. Concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), estradiol, sertraline hydrochloride (zoloft), topiramate and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("I feel bloated often too"), intervertebral disc degeneration ("degenerative disk"), osteoarthritis ("osteoarthritis"), type 1 diabetes mellitus ("type 1 diabetes") and thyroid disorder ("thyroid issue"). The patient was treated with surgery (ablation and she underwent hysterectomy and pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia, dysmenorrhoea, fatigue, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, migraine, neck pain, osteoarthritis, pain in extremity, pelvic pain, rash, thyroid disorder, type 1 diabetes mellitus, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: diagnosed between 2 1/2 and 3 years after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 1245136 manufacture date: jul-2010 expiration date: 2013-06. Lot number: 748469 manufacture date: 2010-06 expiration date: 2013-06. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: dyspareunia, abdominal pain lower, allergy to metals, dysmenorrhoea, headache, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: pfs received: new events - thyroid issue, type 1 diabetes, degenerative disk and osteoarthritis were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and endometritis ('infection (type: endometritis)') in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and yasmin. Concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), estradiol, sertraline hydrochloride (zoloft), topiramate and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("I feel bloated often too"), intervertebral disc degeneration ("degenerative disk"), osteoarthritis ("osteoarthritis"), type 1 diabetes mellitus ("type 1 diabetes") and thyroid disorder ("thyroid issue"). The patient was treated with surgery (ablation and she underwent hysterectomy and pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia, dysmenorrhoea, fatigue, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, migraine, neck pain, osteoarthritis, pain in extremity, pelvic pain, rash, thyroid disorder, type 1 diabetes mellitus, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: diagnosed between 2 1/2 and 3 years after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 1245136, manufacture date: jul-2010, expiration date: 2013-06. Lot number: 748469, manufacture date: 2010-06, expiration date: 2013-06. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: dyspareunia, abdominal pain lower, allergy to metals, dysmenorrhoea, headache, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: pfs received: new events - thyroid issue, type 1 diabetes, degenerative disk and osteoarthritis were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and endometritis ('infection (type: endometritis)') in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and yasmin. Concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), estradiol, sertraline hydrochloride (zoloft), topiramate and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("I feel bloated often too"), intervertebral disc degeneration ("degenerative disk"), osteoarthritis ("osteoarthritis"), type 1 diabetes mellitus ("type 1 diabetes") and thyroid disorder ("thyroid issue"). The patient was treated with surgery (ablation and she underwent hysterectomy and pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia, dysmenorrhoea, fatigue, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, migraine, neck pain, osteoarthritis, pain in extremity, pelvic pain, rash, thyroid disorder, type 1 diabetes mellitus, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: diagnosed between 2 1/2 and 3 years after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Lot number: 1245136 manufacture date: jul-2010 expiration date: 2013-06. Lot number: 748469 manufacture date: 2010-06 expiration date: 2013-06. Concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: dyspareunia, abdominal pain lower, allergy to metals, dysmenorrhoea, headache, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes") and allergy to metals ("allergic reactions associated nickel allergy"). The patient was treated with surgery (she underwent hysterectomy and pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, migraine, urticaria, rash and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, migraine, pelvic pain, rash and urticaria to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-sep-2017: lawyer added from legal document. Event hysterectomy and physical injuries was replace with severe cramping, chronic pelvic pain, abdominal pain, lower quadrant pain, heavy and irregular bleeding, migraines, hives, rashes and other allergic reactions associated with a nickel allergy. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometritis ("infection (type: endometritis)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d), estradiol, sertraline (zoloft) and topiramate (topomax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (she underwent hysterectomy and pelvic surgery), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events neck pain, back pain, hip and leg pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometritis ("infection (type: endometritis)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety, type 1 diabetes mellitus, connective tissue disorder and arthritis. Concomitant products included alprazolam (xanax), colecalciferol (vitamin d), estradiol, sertraline (zoloft) and topiramate (topomax). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), neck pain ("neck pain"), back pain ("back pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (she underwent hysterectomy and pelvic surgery), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, migraine, urticaria, rash, allergy to metals, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Lot number: 1245136 manufacture date: jul-2010 expiration date: 2013-06; lot number: 748469 manufacture date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometritis ("infection (type: endometritis)") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 748469, 1245136) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, bronchitis, gestational diabetes, anxiety and type 1 diabetes mellitus. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping /lower quadrant pain"), migraine ("migraines"), urticaria ("hives"), rash ("rashes"), allergy to metals ("allergic reactions associated nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent hysterectomy and pelvic surgery) and surgery (ablation). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, endometritis, genital haemorrhage, abdominal pain, abdominal pain lower, migraine, urticaria, rash, allergy to metals, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-jan-2011: total bilateral occlusion most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received: new events: menorrhagia, vaginal haemorrhage, endometritis, dysmenorrhoea, dyspareunia were added. Reporter, patient demographic information, product lot number, all concomitant diseases added. Product start, stop date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.